Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the aspiration was not functioning properly during a surgical procedure. Viscoelastic was left behind in the eye. Irrigation was poor during the event day. Additional information has been requested but not yet received.